Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) waveforms not showing on screen. No harm to the patient.

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, event site mail ID, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, e1 initial reporter name, e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse was able to reproduce the customer stated issue. Found the fiber optic waveform would drop off the display when bumping the connector. Replaced the fiber optic extension assembly and functional tested without any further failures or issues. Safety, calibration, and functionality checks to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of the waveform not showing on the screen when the cable is moved. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual . No failure was confirmed. Retaining the part in the failure analysis and testing department.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) waveforms not showing on screen. No harm to the patient.